Event description:
Biomet rep brought in a tray of instruments for the hip procedure. The femoral impactor handle was included in this tray. The handle was inspected prior to the case and found to be intact. During the procedure, while using the handle, it was noted that a piece of the plastic was missing from the handle and had fallen into the patient's incision. A large portion of the plastic was retrieved from the wound, but staff was unable to determine if any fragments remained in the incision. The physician was aware. The incision was flushed thoroughly.we are surprised that this break does not happen more often.======================manufacturer response for threaded inserter/extractor, threaded inserter/extractor (per site reporter).======================have talked to one company rep who is trying to run down what happened to the device.